Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest. However, device alarmed drive count or time values or changes incorrect for moving or coasting. Too slow or too fast during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Device received with corroded electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected pump error 37 alarm. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The device will be replaced and returned.